Event description:
It was reported that upon interrogation, the pulse generator exhibited an error message. After the programmer was rebooted, interrogation resumed normally. The device remained implanted.